Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the distal conductor fractured due to overstress, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the physician tried twenty to twenty five turns, but had problems advancing and retracting the helix. The lead also had high impedance and intermittent capture. The lead was not used. No patient complications have been reported as a result of this event.